Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-01893: it was reported the patient underwent an scs trial procedure. After the procedure, the patient was experiencing issues with leg movement and feeling in his legs. As a result, the leads were explanted.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-01893: follow up information identified that patient is walking and has been discharged from rehab. The patient is improving over time.